Event description:
On initiation of first dialysis, blood tinged normal saline noted to be leaking from distal end of venous lumen. Treatment stopped. Lumen flushed with normal saline, crack noted in venous lumen distal end.